Manufacturer narrative:
No product has been received to date so an examination cannot be performed. No definitive conclusion can be made. If any additional information becomes available, a follow up submission will be sent. Related MDR: 3025141-2026-00270.

Event description:
It was reported: 2 2.7mm nl screws from al next broke during the case. The first screw (16mm) broke while the screw was being used to pull the plate to the bone. The head of the screw broke in half and then fell through the slot in the plate. The second screw head snapped off the screw before it was even down to the plate.